Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that their unit did not power with a black screen as well as the not cycling breaths. It was also mentioned that the alarm was beeping with a red-light emitting diode (led) flashing with the power led green and a solid yellow led when connected to the alternating current (ac) power. The customer also mentioned that the battery was recently replaced. The rse advised the customer to try and swap displays to isolate the issue. The investigation is ongoing.